Event description:
It was reported that the atrial lead had out of range impedances and noise with pocket manipulation. The atrial lead was reported to be not stiff enough to allow for proper placement in header. It was also noted that the physician felt there was a "piston effect" with the df-4 header device. The lead was revised and remains in use. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: product ID 407652 implantable pacing lead (B)(6) 2013; 6947 implantable tachy lead (B)(6) 2013. (B)(4).